Manufacturer narrative:
(B)(4). Review of the current repair record identified that the robotic arm was drifting in the collaborative mode. The field service engineer replaced the force torque (ft) sensor, and ft sensor to arm cable, resolving the issue. A definitive root cause cannot be determined with the information available. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that after completing a system test, the test arm drifted. There was no patient involvement. Attempts have been made and no further information has been provided.